Event description:
Clinic notes were received indicating that the vns patient's device settings were adjusted which led to five apnea episodes secondary to vocal cord weakness. The notes indicate that these issues had been "taken care of." Follow-up revealed that the patient had a history of sleep apnea and that the patient had a sleep apnea device. The patient underwent a sleep study in 2009 and was diagnosed with mild apnea.